Manufacturer narrative:
Section d10: concomitant products: logic tibia ps mod insrt sz 4 13mm (cat#: 02-012-35-4013 / serial#: (B)(6) - recall - z-0021-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial left tka, the 62 y/o male patient complained of pain. Patient had a loose femur and recalled poly. Patient was revised to exactech devices. There was no reported breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
Further review determined this is a duplicate case. This event and its components have been reported under MDR#s 1038671-2024-02077, 1038671-2024-02755, 1038671-2024-02756.